Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he recently treated for a high sensor glucose reading, when his blood glucose level was not actually high. The customeer stated that he called paramedics to respond to his low blood glucose level. Customer stated that while waiting for paramedics to arrive, he treated with juice and had a normal blood glucose level by the time they arrived. The customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.